Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8590-1, lot# n253792, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a ¿8286¿ code seen on the personal therapy manager on the day of report. The patient had been hearing an alarm but they were not sure what it was. They started to hear the ¿non-critical alarm¿ on (B)(6) 2014 and on the day of report they started hearing the critical alarm. It was noted that he patient had a refill next week. It was noted that the patient had a fall in june in a pool and was in pain in the back side. The patient gave themselves extra boluses and was not sure if that used up the medicine prematurely. The pump system was delivering marcaine and morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent). On (B)(6) 2017 (B)(4), (con): additional information was received from the patient. It was reported that the pump had alarmed or beeped. The patient stated they heard a beep but thought it was a smoke detector because they had never heard the pump alarm before. The patient stated it was a low reservoir alarm.